Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.